Event description:
It was reported that during testing at the user facility the sonopet console did not supply enough irrigation, which can cause the device to overheat. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow up being submitted for investigation results, additional information, and corrected information.

Event description:
It was reported that during testing conducted by a stryker technical service engineer at the user facility, the sonopet console did not supply enough irrigation, which can cause the device to overheat. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.